Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that prior to a vns therapy initial implant procedure, he was unable to communicate with a new generator that was to be implanted. The pulse generator in question was then returned to MFR for prod analysis. Analysis revealed that the device had reached premature end of svc, and it was found that this event was a result of a leaky c18 capacitor.